Event description:
The physician attempted closure of the arteriotomy with the closer tsl 6fr device. Insertion, needle deployment, and suture retrieval were successful. The foot would not properly park when the lever was lowered. The device was removed with the foot in the deployment position. As the sutures were still in place, the physician tied and lowered the knot, but was not able to achieve adequate hemostasis. Manual compression was then used to gain complete hemostasis. A doppler measurement several hours later showed good blood flow in the leg. The pt recovered without incident.